Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient lost therapy about a week ago. The rep reported that the patient went to bed and when he woke up he didn't feel it. The rep met with the patient in (B)(6) 2019 and the rep checked the impedances and they were all greater than 10,000 ohms. There was no known activity or event that prompted the issue. It was noted that this was a sudden change in therapy/symptoms. No further complications were reported.